Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear starting approximately 0.5mm proximal to the proximal marker band and extending 2mm distally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located at the moderately tortuous and mildly calcified left anterior descending artery. A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During the procedure, while applying negative pressure, blood was observed to have been sucked into the device. The device was removed outside patient¿s body and a hole was noted in the balloon. The procedure was completed with another of the same device. There were no patient complications reported.